Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon (image blackout) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The cause of the blackout is likely due to failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. In addition, it is likely that the marking disappearance on the insertion section was due to external factors or handling. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use precaution for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image: caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 ¿inspection of the endoscopic system¿ inspection of the endoscopic image 4.while observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 ¿troubleshooting¿ if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide.¿ if the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on charged coupled device unit the image had white dots, due to clogging of the nozzle the water removal ability did not meet the standard value, the plastic distal end cover had stain, the adhesive on the bending section cover rubber was detached, the connecting tube had a scratch, due to wear of the angle wire the bending angle in the up/down/right/left directions did not meet the standard value, and due to wear of the angle wire the play of the up/down and the right/left knobs were both out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had low angulation in all directions. The issue was observed during reprocessing, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle and the plastic distal end cover both had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.